Event description:
A male, pt, with a history of angina pectoris, pci, thoracoplasty and insufficient respiratory function, underwent aaa repair in 2009. The pt's abdominal aorta proximal neck was an inverted funnel shape with a diameter of 21 mm-32 mm which is not suitable for endovascular repair. Other anatomical form was considered suitable and the procedure was conducted as labeled. Final angiography revealed a proximal type I endoleak. The physician performed a balloon dilation at the proximal neck site using another manufacturer's balloon catheter, this did not resolve the endoleak. Then, another manufacturer's stent, mounted on another manufacturer's 25 mm balloon catheter was deployed at the proximal neck site. Resolution of the endoleak was confirmed after the stent deployment. The physician finished the procedure. The next day, the pt complained of back pain. The physician thought that the cause of the pain was an orthopaedic pain and he treated this with medicated compression patches to relieve the pain. The symptom was better after treatment. The following day, at midnight, the pt fell into a state of hemorrhagic shock and the following morning an open surgery was performed. A 7 mm split/hole was confirmed in the aortic wall of the proximal neck site. Afterwards, the pt fell into cardiopulmonary arrest and deceased. The physician stated that he feels the aortic wall damage was caused by balloon dilation.

Manufacturer narrative:
The zenith line of products have addressed all requirements showing the device meets the predetermined design requirements and the design requirements meet the needs of the user. Additionally, all devices are shipped with instructions for use (IFU) listing the indications for use, warnings and precautions, contraindications, and the proper deployment sequence. Specific to this case, the IFU states the maximum diameter of the infrarenal neck should be no greater than 28mm in diameter. The infrarenal neck appeared to be outside the indications for use, as it was greater than 28mm in some locations, likely as a result of the noted shape. This could have been a contributing factor to the endoleak occurring. However, without films/images to review, this cannot be definitively concluded at this time. It is documented that device was not used in the proper indication, although, many factors may not be known at this time as the physician likely used the device in the best interest of the pt. However, we have notified the appropriate individuals and we will continue to monitor for similar events.